Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: the device was received and evaluated. Visual inspection confirms that the thumb depressor is stuck. The device was returned to the manufacturer for evaluation. The part was disassembled. At that time, it was determined that one feature fell out of tolerance preventing normal functional requirements. The true position of the wedge slot prevented the device from functioning properly. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed a similar complaint for this lot released to distribution, which has been escalated to a non-conformance to document and monitor this failure. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that upon receipt, it was observed that the thumb depressor on the their cruciate + tibial capture device got stuck while it was being pushed into the cruciate + guide carriage device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.